Event description:
It was reported that the right ventricular lead impedance and thresholds were trending out of range. It was also reported that there was difficulty explanting the lead, including difficulty in "getting stylets down" and retracting the helix. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.